Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation.this report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-02346 / 02249). Device requested, not yet received.

Event description:
During a total hip revision, the distal part of the instrument fractured. No patient injury or delay in procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of device records found no evidence of product non-conformance. Review of the device confirmed the reported condition, as the removal jaw shows the slap hammer connector is fractured off. A conclusive root cause of the event could not be determined, as it was reported that the correct surgical technique was followed.